Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was hospitalized for peritonitis. The patient was treated with unspecified antifungal treatment (drug names, doses, routes, and frequencies not reported) for peritonitis. Twenty eight days prior to the receipt of this report, capd therapy was discontinued and the patient was transferred to hemodialysis. The patient's recovery status and outcome of the event were not reported. No additional information is available.